Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the outer tube was to soft and caused the inner tube difficult to be placed. It as reported that the tissue sticked by the tube was viscous. It caused the patient's bleeding when the tube was removed.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was not confirmed. The device met with the product specifications. A dimensional test was performed and the investigation found the device to function normally. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.